Event description:
It was reported that a patient experienced pain and underdose symptoms, specifically increased spasticity and signs of withdrawal. Surgical intervention was required; the pump was replaced. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).